Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of failure to deliver energy. Device evaluation. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction, "cause not established" is selected as the most probable cause for this event. All compiled information on this investigation determines that the most probable cause is "cause not established". No further escalation is required.

Event description:
It was reported to boston scientific that a sensation snare was used in the colon for a colonoscopy procedure performed on (B)(6) 2026. During the procedure the active cord of the snare felt inconsistent and failed to deliver energy and also presented retraction issues. Procedure was completed with an alternative snare. There were no patient complications as a result of this event.